Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips heartstart xl+ defibrillator indicating that the device continually failed the self-test. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device and found that the external paddles were sparking during their testing in the operational check. The customer to replace the external paddles to resolve the issue. The device remain's at the customer's site. No further action is warranted at this time.